Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 550:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error 550:320:654:0000 was confirmed by baxter personnel during product evaluation. The root cause assignable cause was a faulty main speaker harness. To correct this condition, the rear housing was replaced, the main speaker harness is installed in the rear housing. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).